Manufacturer narrative:
The customer¿s product data has been requested for investigation. A follow-up report will be filed once additional information is obtained. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported an issue with the adc application (samsung a13, android os 13), stating that they were unable to scan the sensor. The customer therefore was unable to obtain readings and lost consciousness. The customer was treated with unspecified IV drip by a healthcare professional (paramedics). There was no report of death or permanent injury associated with this event.

Event description:
A customer reported an issue with the adc application (samsung a13, android os 13 app version- 2.8.4.9335), stating that they were unable to scan the sensor. The customer therefore was unable to obtain readings and lost consciousness. The customer was treated with unspecified IV drip by a healthcare professional (paramedics). There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Extended investigation has been performed for the reported complaint and determined that there were no issues with the librelink application that would have led to the complaint. The user reported unable to scan their sensor with the freestyle librelink application. Attempted to replicate the user¿s complaint using similar device configuration and was able to successfully scan their sensor. The user complaint could not be reproduced. Thus, this complaint is not confirmed. All pertinent information available to abbott diabetes care has been submitted.